Manufacturer narrative:
This complaint was incorrectly reported on MDR. The country was identified incorrectly as denmark; the correct country is germany. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.

Event description:
The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.